Manufacturer narrative:
The complaint can be verified. Based on the history analysis, the pump had high power consumption. A defective component in the power supply path led to a leakage current. Therefore, the battery has to be changed frequently. The display print/processor print is broken and caused a short circuit in the pump electronics. The short circuit forced the insulin pump to shut-down. No alarm or error occurred because the pump was in stop mode. The failure has been caused by a hard mechanical impact during use of the device.

Event description:
Patient reported the infusion device turned off during the night without providing an error message, and he woke with a blood glucose level of 500 mg/dl. He also reported the power consumption of the infusion device is high. The correct type of battery is used, and the battery cover is new. He did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.